Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a ventilator babylog vn500 performed several restart events during ventilation on patient. No patient injury was reported.

Manufacturer narrative:
The follow up MDR, dated on 24-march-2022, was sent in response to the initial MDR, dated on 21-jan-2022. However, this report did not contain the manufacturer's statement that the case had been decided not to be reportable based on the outcome of the investigation carried out. This decision was made upon the following reasons: based on the log file analysis the cockpit infinity c500 preformed a restart on the time of event. The ventilation unit v500 was not affected by the restart of the cockpit and the ventilation continued as set. Safety relevant parameters of the ventilation are displayed in the supplemental oled-display on the ventilation unit v500. The restart of the cockpit c500 was brought to the user's attention as specified by corresponding visual and auditory alarms. The case was not considered reportable according to 21cfr part 803 as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to recur.

Event description:
It was reported that a ventilator babylog vn500 performed several restart events during ventilation on patient. No patient injury was reported.

Event description:
It was reported that a ventilator babylog vn500 performed several restart events during ventilation on patient. No patient injury was reported.

Manufacturer narrative:
The log file of the affected device was analysed for investigation. The infinity acs workstation nc consists of two main parts which operate mostly independent of each other. The ventilation unit v500 performs the ventilation and the cockpit c500 is the main display and allows for user input. Based on the log file a restart of the cockpit on the date of event could be found confirmed. The ventilation unit was not affected by the restart of the cockpit. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters are displayed in the supplemental oled-display. The root cause of the restart was a temporary internal deviation during a prior shut down procedure. As a result, the next turn on procedure did not run properly and the device was not able to upload all data correctly. The log file contains no entry indicating a persistent hardware malfunction of the cockpit. The warm start was brought to the user's attention as specified by corresponding visual and auditory alarms.